Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing noise on the ventricular lead that lead to inhibition of pacing. The physician decided to leave the old system implanted and program that device to pacing off and implanted a new single chamber right sided implant with a new ventricular lead since the patient was in chronic a fib. It is unknown if the patient experienced any symptoms. The patient tolerated the procedure well.